Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) regarding the patient. It was reported that the cause of the infection and the lead becoming exposed was still not determined, but the patient was to see their doctor today. The rep stated that the patient went to the ER and received IV antibiotics. They reported that the exposed lead and infection had not been resolved. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3888-56, lot# va17tak, implanted: (B)(6) 2017, product type: lead. Product ID: 3888-56, lot# va16ylq , implanted: (B)(6) 2017, product type: lead. Product ID: 3888-56, lot# va16ylq, implanted: (B)(6) 2017, product type: lead. Product ID: 3888-56, lot# va0t38s, implanted: (B)(6) 2017, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2017, product type: extension.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient thought they had an infection and all of a sudden, a lead popped out of the area that it was placed. It was reported that one of the leads was exposed and it was unknown which of the leads was exposed. The patient claimed that they hadn't done anything out of the ordinary. The patient was instructed to go to the emergency room (ER) and contact their implanting doctor. No further complications are anticipated.